Event description:
During a paroxysmal supraventricular tachycardia (psvt) procedure, a communication issue occurred causing a delay in procedure. When the catheter was inserted into the patient and connected to the tactisys, the catheter was not recognized on ensite x. Additionally, the tactisys was red and did not recognize the catheter. The catheter and tactisys were exchanged and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. No anomalies were noted on the eeprom payloads. Both thermocouples and the magnetic sensor met specifications during electrical testing with no open or short circuits detected. In addition, the tip thermocouple displayed correct temperature readings during temperature testing and the temperature reading increased with exposure to heat. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported communication issue and subsequent delay remains unknown.